Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and there was blood in/on helix mechanism. It was also noted that the helix was distorted/bent and that the lead was damaged at implant. The analyst noted that the lead was returned with fully extended and stretched helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on helix mechanism and the lead was damaged at implant. The analyst noted that the lead was returned with fully extended and stretched helix.

Event description:
It was reported that at implant attempt the right ventricular lead was repositioned twice to get acceptable numbers, but after the second helix retraction it was not able to be re-extended. The lead was removed and replaced. Once on the table the helix was able to be extended, but it took many turns, and the helix appeared "bent." No patient complications were reported as a result of this event.